Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose and was hospitalized. Customer's blood glucose reading at the time of hospitalization was unknown. Caller stated that the customer had an infection on the toes and the infection went up to his shin. Caller stated that the customer had two toes amputated due to the infection. Nothing further was reported.